Event description:
A 73-year-old female with a history of acute myocardial infarction complicated by biventricular cardiogenic shock underwent placement of: impella cp for left-sided mechanical circulatory support, and impella rp flex for right-sided mechanical circulatory support, initiating bipella support per heart team decision. She returned to the intensive care unit hemodynamically stable on bipella support and vasoactive therapy. The patient was placed on continuous veno-venous hemodialysis (cvvhd) for volume removal. After 46 hours of bipella support, the patient demonstrated sufficient hemodynamic recovery to begin weaning. The impella rp flex was removed first. Shortly after rp flex explant, the patient developed atrial fibrillation with rapid ventricular response. She was treated with: IV amiodarone, and electrical cardioversion, resulting in restoration of normal sinus rhythm. Following stabilization, the impella cp was subsequently removed. The patient tolerated continued weaning of her inotropic support after removal of both devices.

Manufacturer narrative:
This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by abiomed inc, or its employees that the report constitutes an admission that the product, abiomed inc, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate.

Manufacturer narrative:
Corrected information was provided in d1 (brand name). H6: updated codes based on the results of the investigation. H11: updated based on the results of the investigation. The root cause of the injury was not determined due to insufficient clinical details.